Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their controller and implant batteries were not depleting and stated "it quit running." Patient mentioned they had removed and reinserted the battery pack, but that had not resolved the issue. When asked event date, patient first stated it had been at least 2 days, and then stated since sunday. Agent had patient unlock controller and patient reported stimulation is off displayed. Agent provided information and walked patient through turning stimulation on and patient confirmed that stimulation was on and in group a. Patient called back stating they wanted to meet with a manufacturer representative (rep) about the situation, since they did not know if the issue was due to their adjusting or not; patient noted one day it works, and other days it does not. Agent provided patient national answering service phone number and redirected to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked if they knew the cause of the implant and controller batteries not depleting/stimulation was off issue. Patient responded they do not know and to ask the rep.